Event description:
The customer contact reported the device ac power cord ground prong was bent. The device was brought to the biomedical dept with a report of a bent ground pin on ac cord. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events and no reported delays in therapy while the device was in clinical use. During user facility testing, it was found that the device ac power cord ground prong was bent. No add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.